Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 12-may-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00241. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The delivery wire was observed still inside the microcatheter. The introducer was not returned for evaluation. The microcatheter was flushed in attempt to remove the enterprise stent, however, strong resistance was felt. The microcatheter was dissected at the distal portion at different points. Dried clots and residues of dried blood were observed on the inner lumen. After the dissection, the delivery wire was separated from the microcatheter and the stent was released. All components were inspected under the microscope. The stent component was observed without abnormalities (i.e. No broken struts, no kinks). Both ends of the stent were noted to be completed expanded. The delivery wire was also observed in good condition (i.e., no kinks, bends or elongations). Both components were observed with residues of dried blood and dried clots. Even though the functional test could not be performed, no damages were found in the returned components that could have contributed to the reported failure. The complaint detailed that a continuous flush had been maintained through the microcatheter; however, the amount of residue found in the delivery wire and the microcatheter suggests that the flush may have not been adequate, without an adequate flush, issues such as resistance between the delivery wire and the microcatheter can arise. Other circumstances or issues may occur while using the device that could not be replicated during the analysis. The issue reported in the complaint that the enterprise device became impeded in the microcatheter was confirmed based on the condition of the returned device; however, with the information available and the evidence obtained from the returned devices, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6948527. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00241. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, and weight were not provided. E.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. H.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6948527. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00241. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement procedure to treat an intracranial artery stenosis, the complaint stent, a 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 6948527) was impeded in the complaint microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30887537) and could not advance or be withdrawn. The physician removed the stent and the microcatheter from the patient¿s anatomy and replaced them with new devices to complete the procedure. There was no report of any negative patient impact. On (B)(6) 2023, additional information was received. The information indicated that the procedure was targeting the vertebral artery. When the stent was removed from the patient, it was still on the delivery wire. The stent / stent delivery system did not appear damaged. Nothing unusual was noted about the system prior to use. A continuous flush had been maintained through the microcatheter. No other device went through the microcatheter. There were no visible kinks or other damages observed on the microcatheter. The replacement stent was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612) and the replacement microcatheter was another 150cm x 5cm prowler select plus (606s255x). The information confirmed there was negative patient impact. The reported issue did not result in any clinically significant delay in the procedure.